Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report (per) that this field clinical representative (fcr) was notified on march 12, 2017 that this patient had been scheduled for a device and lead replacement on (B)(6) 2017 due to infection. Boston scientific received additional information from the fcr that this patient died on (B)(6) 2017 prior to the explant procedure. According to the fcr, the patient was already septic prior to the implant procedure in (B)(6) 2017 that went untreated and attached to the prosthetic heart valve. Moreover, the patient had vegetation on the valve and also had endocarditis.